Manufacturer narrative:
(B)(4). As per field service representative (fsr) it was confirmed that the latch on centrifugal motor part number (p/n) 164267 serial number (s/n) (B)(4) was broken/ missing. The fsr removed the centrifugal motor 164267-6250 from base, and installed the user facility's spare centrifugal motor p/n 164267 s/n (B)(4). The centrifugal motor and controller operated with-in manufacturer's specifications. The fsr will order replacement latch and spring to repair this motor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer noticed the latch had been broken off overnight, probably by housekeeping. There was no patient involvement.